Event description:
The customer reports that there was a white bar across the image. The image quality is poor. Also the system intermittently squeals and the monitors go black.

Manufacturer narrative:
This MDR is related to ge healthcare. The white bar was caused by copper collimator leaves being closed. The ge rep instructed the techs about no preview lines or home position on the system. Once the leaves are closed, the system will display a white bar across the image. Poor image quality was due to left monitor being out of focus, so he adjusted focus for best image. He was unable to duplicate the squeal and lockup.